Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2015. On an unknown date it was noted there was perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2015. On an unknown date it was noted there was perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported. It was further reported that the filter was implanted without complication. The patient was stable post procedure. On (B)(6) 2017 the patient received a CT of the abdomen without contrast. Findings revealed that the lvc filter is noted with its tip at the level of the lower renal vein, the right renal vein. No significant tilting of the ivc is noted. There is approximately 2 mm extension of the medial and lateral struts beyond the walls of the ivc. No bowel or visceral perforation is noted. No evidence to suggest migration. The ivc is markedly narrowed infrarenally. There are multiple collateral vasculature in the pelvis and iliolumbar veins. This raises the concern for ivc stenosis. The abdominal aorta is normal in caliber. Bowel loops are unremarkable. No evidence of bowel obstruction. No renal calculi or hydronephrosis noted.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2015. On an unknown date it was noted there was perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported.